Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Customer has been having highs for the past week and was admitted to the hospital. Customer's blood glucose level was 500 mg/dl. Customer has treated for their high blood glucose levels. Customer treated with a manual injection. Customer's blood glucose level was 510 mg/dl at the time of the emergency room visit. Customer had pain the chest and had high blood sugar. Customer was unsure if he had diabetic ketoacidosis. Customer was released a few hours later and put on an IV. Customer ran a manual prime and the insulin did exit the tubing. Pump settings were reviewed and found to be correct. Customer had no delivery alarms in the alarm history. Customer does not have the tubing clamp available and will be sent one. Customer will call back to continue troubleshooting. Customer has had high blood glucose levels since (B)(6) 2014, but was hospitalized on (B)(6) 2014. No additional information provided.